Event description:
It was reported to nova biomedical that a consumer received a result of 316 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 584 mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips will be returned for eval.

Manufacturer narrative:
On (B)(4) 2013, a decision was made by nova biomedical to recall this lot of test strips. Local FDA office notified.